Manufacturer narrative:
The mvs power board assembly was returned to the manufacturer for analysis. Analysis found that the board had no fusees. Replaced fuses with known good fuses. Power board was installed in an imaging system and at application of power, there was a flash in the area of the power board however fuses remained good. Noted no power to ias or mvs peripherals. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the mobile view station (mvs) power supply. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) was not powering on. The issue was discovered when troubleshooting an unrelated issue, no patient present.